Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. The reported patient effect of angina is listed in the xience xpedition, everolimus eluting coronary stent system (eecss), instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that on (B)(6) 2014, the patient was hospitalized for discontinuous anterior discomfort of heart. Coronary angiography showed bilateral vascular lesions, a 2.5 x 28mm xience xpedition stent was implanted in the mid left anterior descending (lad) coronary artery with 80% stenosis. The patient was discharged on (B)(6) 2014. On an unspecified date; the patient returned with chest distress and pain. A coronary CT angiography was performed and baoxin medication was given. The symptoms are continuous. Per physician, the relationship between the event and the device is unknown. No additional information was provided.